Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported loose connections were observed in an unspecified quantity of clearlink system 3-port manifolds. The event was further described as "loose connections between the stopcock manifold and the tubing" were observed. The event was occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.